Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message followed by a "sensor ended" message after 1 day of wearing the adc freestyle libre sensor. Customer further reported he was unable to test his glucose and while sleeping, his wife noticed he "was having an episode of hyperglycemia". Customer was taken to a hospital where a reading of 450 mg/dl was obtained on the hospital meter, and he was diagnosed with hyperglycemia and treated with 9 units of "fast acting" insulin. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "scan again in 10" message followed by a "sensor ended" message after 1 day of wearing the adc freestyle libre sensor. Customer further reported he was unable to test his glucose and while sleeping, his wife noticed he "was having an episode of hyperglycemia". Customer was taken to a hospital where a reading of 450 mg/dl was obtained on the hospital meter, and he was diagnosed with hyperglycemia and treated with 9 units of "fast acting" insulin. No further treatment was reported. There was no report of death or permanent impairment associated with this event.